Event description:
It was reported that the patient had cervical pain following the implantable pulse generator (ipg) replacement procedure (MFR. Report no. 3006630150-2025-00378). The physician determined that the pain was post-operative cervical neuropathy and was not device related. The patient was admitted to the hospital and was administered with injection, however, the pain persisted. Additional information was received that the pain had already resolved and the patient had been doing well.

Event description:
It was reported that the patient had cervical pain following the implantable pulse generator (ipg) replacement procedure (MFR. Report no. 3006630150-2025-00378). The physician determined that the pain was post-operative cervical neuropathy and was not device related. The patient was admitted to the hospital and was administered with injection, however, the pain persisted.